Event description:
It was reported that the patient had the inflatable penile prosthesis left cylinder replaced with a tactra penile prosthesis as it had eroded into the urethra. The patient experienced pain that was apparent during penetration of intercourse. The right cylinder remained implanted. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.